Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device or a picture of the alleged defect was not provided at the time of this report. A device history record investigation shows that the product was assembled and inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided. In order to perform a proper investigation and determine the source of the alleged defect reported, it is necessary to evaluate the device involved in this complaint. If the device sample becomes available this investigation will be updated with the evaluation results.

Event description:
Customer complaint alleges the device tubing is "popping off". Alleged malfunction reported as detected during use. It was reported there was no patient injury or consequence. Patient condition reported as "fine".